Event description:
The user facility reported that during set up for a patient procedure with a patient present on the table the back section of the table began to lower. Hospital personnel were able to support the patient and transferred the patient onto a stretcher. The table subject of the reported event was removed from service and another table was brought into the or; the procedure was completed successfully. No injuries were reported however a procedural delay occurred due to the reported event.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly when utilizing the auxiliary override controls. The hand control connected to the table during the reported event was experiencing intermittent connection issues which caused the reported unintended table articulation. The hand control was removed from service and the user facility replaced the hand control. The table was returned to service and no additional issues have been reported. The table is approximately 18 years old and is serviced and maintained by the user facility's maintenance department.